Event description:
Customer stated they started to experience teeth sensitivity, pain and relapse due to the retainers. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.